Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer bumped their pump into the countertop and the touch screen became shattered. Customer is unable to interact with the lock screen due to the damage. Customer's blood glucose was approximately 120 mg/dl. Reportedly, the customer had no backup therapy available and declined follow up from tandem technical support to ensure backup therapy was obtained.